Event description:
Additional information received indicated the rv lead was capped and left implanted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, high capture threshold was observed on the right ventricular (rv) lead. X-ray imaging was performed, however, no lead abnormalities were noted. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.